Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient forgot to remove the needle guard after insertion on (B)(6) 2025. Blood glucose level was 20.5 mmol/l at the time of the event. Therefore, patient took correction injection via multiple daily injections (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.